Event description:
Report received of the catheter being "too stiff". When the pt was transferred from the open-heart recovery room, it was discovered that the endotracheal tube had blood in it. The physician believed that the blood was secondary to a pulmonary artery rupture. Multiple attempts have been made to obtain additional info from the customer, but no info has been made available.